Manufacturer narrative:
This report is submitted on june 28, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration and inflammation of the skin at the implant site. The patient was treated with oral antibiotics, twice daily, for a duration of 10 days. The fixture currently remains insitu.